Manufacturer narrative:
Review of the submitted system controller log file confirmed the report of low flow events; however, a specific cause for the events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the device and the reported intracerebral bleeding event could not be conclusively established. The submitted log file contained data from (B)(6) 2017 through (B)(6) 2017 and captured several low speed hazard events on (B)(6) 2017 and (B)(6) 2017. The system appeared to operate as intended above the low speed limit throughout the log file and no further atypical alarms were captured after 09:40:11 am on (B)(6) 2017. The patient remains ongoing on lvad support. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age and gender were not provided. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 2 years and 5 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient developed neurological issues at home and was admitted to the hospital on (B)(6) 2017. A CT scan revealed intracerebral bleeding. A system controller log file analysis showed some low estimated pump flow events. No additional information was provided.